Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to sepsis. The patient suffered from an infection which was thought to be an outflow graft infection. The patient was in no condition for an operation and was put on antibiotics.

Event description:
Additional information: the patient developed a bacterial infection, confirmed from blood cultures. The cause of the infection was due to complexities in medical management and was not related to the device. On (B)(6) 2022 the patient developed a respiratory infection and was intubated for 5 days. A tracheostomy was performed. The respiratory failure was related to multi-system organ failure. The patient was treated for a long term infection with antibiotics. The infection spread to the ventricular assist device (vad) and the uncontrolled sepsis led to the patient's death. The device operated as expected at the time of death and was explanted.

Manufacturer narrative:
Section b5: history of infection captured under MFR # 2916596-2022-11746. Section h6: health effect - clinical code: multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of infection, sepsis, multi-organ failure, as well as the subsequent patient outcome could not be conclusively determined through this evaluation. The device was noted to be functioning properly at the time of the death. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists infection, sepsis, multiple organ failures/dysfunctions, and death as adverse events that may be associated with the use of heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, provides care instructions in reference to preventing infection. Additionally, this document provides suggested responses in the event of infection. Additionally, the heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.